Manufacturer narrative:
H3) the software investigation found that not a software issue. Complaint data analysis found the event was due to a hardware issue. Verified pendant was failing. Software was functioning as designed. MDR codes:b01, c19, d14. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, version:-4.3.0: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the manufacturing representative (rep) went to the site to test the imaging system and verified that the pendant was failing. The first two times pressed the door open button, it worked. On the third attempt, pressing the door open button activated the radiation disable and flip image buttons. Returned to the site and replaced the pendant. Updated the pendant firmware. Verified that all pendant buttons function properly. Completed system checkout. The system is fully functional at this time. H3, h6: the component was returned to the manufacturer for analysis. The reported issue could not be confirmed. The pendant passed visual inspection and was installed on a test system. The system and pendant powered on and initialized successfully. Both 2d and 3d imaging tests were performed without issue. All pendant keys actuated correctly. No functional problems were identified. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, serial/lot #: (B)(6), product ID: bi71000529, serial/lot#: (B)(6) rev. 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was stuck around a patient and was not able to open. It occurred intra operatively and no further information available. Patient was present at time of event. The system issue was due to the pendant buttons not working. And field service engineer was able to replicate the issue while on site.